Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with unspecified mentor gel implants and experienced symptoms including anxiety, fatigue, joint pain, insomnia, depression, difficulty concentrating, memory loss, limb numbness, tingling in right arm, temperature intolerance, food intolerance, sensitivity to light, sensitivity to sound, difficulty breathing, difficulty swallowing, hair loss, dry skin, dry scalp, choking feeling, ringing in ears, headaches, back pain, neck pain, mood swings, sharp pain in breasts, major weight gain, inflammation, heart palpitations, and shortness of breath. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.